Event description:
It is reported that in 2001 pt underwent left total hip replacement. Post-op 2002, the ceramic femoral head was diagnosed as having fractured. As a results, 9 days later, the left hip was revised where the ceramic femoral head was confirmed to have fractured and the acetabular liner was found loose. The head and liner were removed and replaced with unidentified components. Post-op pt did well.